Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that insulin won't stop squirting out during the manual prime process. The patient's blood glucose at the time of incident was 15 mmol/l. The customer has tried to fill the tube several times with the same result. The customer was advised that the pump may be failing to detect the reservoir and that the pump will have to be replaced. The customer had no back-up plan or insulin, and the customer was advised to get insulin from the hospital. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a partially detached end cap. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a missing end cap sticker.